Event description:
It was reported that during a laparoscopic ventral hernia procedure, the pad on the jaws came off the device. It was unknown if the pad fell into the patient. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.